Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo connector and interconnect cable. System operates as intended.

Event description:
Customer reported two half moon images on monitor when fluoroing. No pt injury was reported.